Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be derailed. The pitch cable was loose at the tip. The housing was removed to find one pitch cable to be derailed from the back idler pulley. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. Failure analysis investigation also found the instrument's pitch cable to be frayed. The pitch down cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, it was observed that the wiring was loose on the prograsp forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.